Event description:
The clinician alleged that the device emitted smoke during the use with a patient. The clinician terminated the treatment. The patient did not suffer any injury from the suspected event.

Manufacturer narrative:
Awaiting device return and evaluation.